Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the size of the device noted on the label was different from the size of the device inside the package.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and no issues were documented to indicate an issue in manufacturing. The sample was returned for evaluation. The label of the package sample was inspected against the actual sample inside the packaging. The returned package sample was labeled with a size 3.5, while the tube inside the packaging was an agt pre-formed oral tracheal tube, size 4.0. Based on the visual exam, the reported complaint was confirmed. The failure of wrong size packed was most likely due to a breach of line clearance during internal rework or packing process. A new standard operating instruction has been initiated to address wrong product packed issue. Training has been conducted to all operators to create awareness and to emphasize the importance of line clearance during internal rework and the packing process.

Event description:
The customer alleges that the size of the device noted on the label was different from the size of the device inside the package.